Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that versacross access solution kit was selected for use. It has been mentioned that the physician was attempting to introduce the dilator and sheath combination into the patient's body but was met with force. When the device was removed, it was noted that the distal end of the sheath had folded/curved back over the dilator. The procedure was completed successfully by using a new versacross system. No patient complications have been reported. The product is not expected to be returning as it was disposed.

Manufacturer narrative:
Investigation summary with all the available information, boston scientific is unable to confirm cause of the reported clinical observation of dilator tip damage. The device has not been received for analysis; therefore, a technical analysis of the complaint device could not be completed. Device history record review it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device technical analysis it was indicated that the device was disposed; therefore, a technical analysis of the complaint device could not be completed. Labeling review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion based on the available information, boston scientific's investigation findings were unable to establish a clear conclusion about the cause of the reported event. The device met all requirements prior to being approved for final distribution/sale and there was no evidence to suggest that the instructions for use (IFU) was not followed.

Event description:
It was reported that versacross access solution kit was selected for use. It has been mentioned that the physician was attempting to introduce the dilator and sheath combination into the patient's body but was met with force. When the device was removed, it was noted that the distal end of the sheath had folded/curved back over the dilator. The procedure was completed successfully by using a new versacross system. No patient complications have been reported. The product is not expected to be returning as it was disposed.